Event description:
It was reported difficult deflation was encountered during preparation for an undetermined procedure. No pt complications resulted from this event. Without evaluating the device co is unable to determine the cause for this event. Co's directions for use state: "...deflate the balloon by applying suction to the balloon lumen...note: the larger the syringe diameter, the greater the suction that is supplied."